Event description:
It was reported the customer was hospitalized for a non-diabetes related issue. The customer stated they had thyroid cancer and was currently being treated. Customer also reported being treated with radioactive iodine treatment. The customer stated their blood glucose was 498 mg/dl and their sensor glucose read 80 mg/dl. Customer stated they were experiencing high blood glucose because they believed their sensor glucose reading and did not treat with enough insulin. The customer had treated their blood glucose with a bolus delivery. Advised the customer that their blood glucose and sensor glucose readings would rarely match. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-80721.